Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the b)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed b)(4) site, per variance 5.

Event description:
Customer reported via phone call, the keypad on the insulin pump wasn't responding properly. Customer was unable to download to carelink. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad assembly. Inspected a component on the lcd connector and no unlocked connector was noted. The pump had an alarm due to a faulty component on the remote frequency board. Unable to download with care link due to the alarm. The pump also had a cracked reservoir tube lip.